Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product was discarded.

Event description:
It was reported that the patient presented a skin irritation with red spots and a crust at the cannula insertion site as a result of an allergic reaction to the cannula. Due to the allergic reaction, the patient visited the dermatologist, and the doctor recommended a topical medication (the brand of the medication was not provided).